Manufacturer narrative:
Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(6), ubd: 20-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had an implantable neurostimulator 97715 intellis adaptivestim pain and lead 977c190 specify surescan MRI 5-6-5 experienced suspected infection, redness, fluid discharge, poor incision healing resulting in wound dehiscence, and device revision. The patient exhibited signs of suspected infection, including redness and fluid discharge, as well as poor incision healing with wound dehiscence. On the surgeon¿s discretion, the existing lead and implantable pulse generator (ipg) were explanted prophylactically, with no evidence of active infection observed in either the spine incision or the abdominal ipg pocket. Both wounds were irrigated with copious amounts of normal saline, and a new spinal cord stimulation system was implanted, with the ipg placed in a new pocket on the right flank. No patient complications have been reported as a result of this event. The manufacturer represe ntative (rep) indicated they would send any further information as they become aware.